Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.